Event description:
It was reported that the patient developed an infected knee. Additional details have been requested.

Manufacturer narrative:
Additional information has been requested, but is not available at this time.